Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information was requested and the following was obtained: prolene 3 0(ps1p)45cm p8663t lt at7387: the novelty presented with the medical device: when passing the stitch on the skin, the thread opened in two parts, generating two threads. The thread passed through the skin. There was no harm to the patient. Prolene 5-0 p8698 45cm p-3 lt au0120: the institution did not allege a report of this device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on 2-oct. 2023 and suture was used. In surgery the stitch was passed and the suture opened in two. When the stitch was passed, after inserting it into the skin, the thread opened in two parts and the entire suture was wasted. The suture was replaced. No patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4).